Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lower anterior resection. According to the reporter: the surgeon was performing a very low anterior resection. The patient had radiated tissue. The surgeon fired the blue 45mm endo gia load, and it appeared to close; upon firing, the handle cracked and misfired. The staples did not form b-shaped staples and appeared to be open. The surgeon fired 4 more loads that appeared to close correctly. The surgical time was extended by 2 hours and required a suture anastomosis to repair. No blood loss was reported. There was 1 inch of tissue loss. The surgeon states that he believes the staple load he used was not thick enough and he should have used a different load. The patient is reported as stable.